Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels. At the time of the report, the customer was experiencing low bg symptoms; however, did not know the bg value. Juice was consumed to address the low bg. The customer reported that old age and an adjustment to the basal rate was the cause of the low bg. The customer had discussed the event with a healthcare provider and tandem technical support assisted the customer with changing the pump basal rate and target bg.